Event description:
It was reported that a pt underwent a sling procedure on an unk date. A small mesh exposure at the incision site presented a couple of weeks after surgery. The surgeon suggested to the pt to have this small exposure trimmed in the operating room. The pt sought out a second opinion with a gynecologist. The second doctor told the pt that the first surgeon "gave her the wrong procedure". The pt underwent a second procedure to totally remove the mesh and replaced it with an allograph mesh.

Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.